Event description:
It was reported that the capture thresholds have risen on the right ventricular (rv) lead. It was noted the lead impedance also declined and sensing deteriorated over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).